Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia shortly after a supply change, with blood glucose readings of 205 mg/dl and later 216 mg/dl; the user reported no issues with the infusion set and disclosed eating a larger-than-normal meal while announcing a usual meal size, and no alerts or alarms occurred. Symptoms included no acute clinical effects. Outcomes included no need for professional medical intervention and resolution with monitoring. Investigation included user interview and troubleshooting education. Investigation of this case revealed that the event was associated with incorrect meal announcement rather than an infusion set or device malfunction. It was concluded that the device functioned as intended and that user meal-entry behavior contributed to the transient hyperglycemia.